Manufacturer narrative:
This report is for three (3) unknown 2.7 distal locking screws. Part and lot number is not provided. Without a valid part and lot number, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient, who was implanted with one wrist fusion plate on (B)(6) 2016 was revised on (B)(6) 2017 due to the post-operative break of three (3) 2.7 distal locking screws. The originally implanted wrist fusion plate was left intact and the broken screws were removed using a hemostat (little pliers) and replaced with new screws. The three broken distal locking screws were easily removed without any additional medical intervention being required. It is unknown the number of additional locking screws and cortex screws that were initially implanted on (B)(6) 2016. Reportedly, while placing one of the 2.7 cortex screw in under power, the surgeon broke the screw head off. The surgeon was unable to remove the shaft of the cortex screw and it was left in the patient's bone. Quite a few additional, unanticipated, x-rays, were required due to the intra-operative break of the cortex screw. No additional medical intervention was attempted to remove the screw fragment from the patient's bone. The three broken locking screws and the broken cortex screw shaft will be returned for investigation. The procedure was successfully completed with a seven minute delay (to remove all broken hardware) and no additional harm to the patient. There is no patient information available. This report addresses the three screws noted to be broken post-operatively. The intra-operative break of the 2.7 cortex screw during a revision surgery is captured in a linked complaint (B)(4). Concomitant medical products: locking compression plate (lcp) wrist fusion plate (part # unknown, lot # unknown, quantity 1); 2.7mm locking screws (part # unknown, lot # unknown, quantity unknown); 2.7mm cortex screws (part # unknown, lot # unknown, quantity unknown). This report is for three (3) unknown 2.7 distal locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer a product investigation was performed. The complaint condition is confirmed as the three (3) reported screws were received as three separated threaded shafts and two separated threaded heads. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. One intact unknown 2.7mm locking screw was returned as a concomitant device without an alleged complaint condition. The threaded head shows nicks consistent with removal. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. The part numbers for the returned screws were not provided. Per the external parts list - screw implants for plates the following are the potential part numbers of 2.7mm locking screws; x02.206 to x02.260, x02.92 to x02.96, and x03.92 to x03.96 where x denotes 2 and 4. While definitive part numbers could not be determined, the returned screws were found to be conforming to drawing number 202_206. Thus, they are from part number range 202.206 to 202.260. The three (3) reported screws were received as three separated threaded shafts and two separated threaded heads. Each returned portion shows a roughly transverse fracture at the screw head / threaded shaft junction. The threaded heads and the proximal portion of the shafts show nicks and damage consistent with removal. Due to the damage a dimensional check could not be performed. The balance of each implant shows wear consistent with use which has not impacted functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screws are already broken. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. No definitive root cause was able to be determined as the circumstances surrounding the event and over the 6 months of implant are unknown. Various factors impact the forces encountered by the screws such as, but not limited to, fracture reduction, bone healing, surgical technique, and patient factors (compliance, activity level, and comorbidities). However, these factors are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition and there is no evidence of manufacturing issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.